Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted. It was noted the ins was replaced. It was further noted that there were no patient symptoms or complications associated with the event. It was noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, product type: accessory.. Additional information indicated the correct manufacturing site ID was 9614453. Analysis of implantable neurostimulator model 37601 sn: (B)(4) found the device did not meet expected longevity. The cause was unknown. Data gathered during the review of manufacturing data, dimensional inspection, and electrical testing did not show any abnormal results. There was no evidence of an internal mechanism for premature depletion during destructive analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient did not have cycling programmed, the reporter stated there was premature depletion because the 17 month time of live for the implantable neurostimulator (ins) was shorter than the previous ins with the same settings with the same patient. It was noted that a longevity calculation was not done. It was noted the patient was programmed to "b+ 1-, 3.0v, 90 ms, 135 hz; b+ 5-, 2.4v, 90 ms, 135 hz" in (B)(6) 2013 and "b+ 1-, 3.4v, 90 ms, 135 hz; b+ 5-, 2.6v, 90 ms, 135 hz" in (B)(6) 2013. It was further noted the patient was programmed to "b+ 1-, 3.4v, 90 ms, 135 hz; b+ 5-, 2.2v, 90 ms, 135 hz" in (B)(6) 2014 and "b+ 1-, 3.2v, 90 ms, 135 hz; b+ 5-, 2.2v, 90 ms, 135 hz" in (B)(6) 2014.